Event description:
Pt underwent an augmentation mammoplasty for formal mastopexies on 2/14/95. On 5/7/96 she was diagnosed with bilateral capsular contractions. Open capsulotomy and exchange of implants was performed.